Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb board and ps1 power supply were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported a start up problem. There is no report of death or serious injury associated with the event.